Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed a small granuloma. The caller stated that the patient had passed away; however the death was ¿because of getting old¿. No further information was provided. Additional information has been requested but was not available at the time of this report.